Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the rf (radio frequency) head intermittently communicates when interrogating and rf head also failed uplink tests; the rf head cable found out of electrical specification. Analysis also found the rf head label is missing the back coating. Concomitant products: product ID 2090 programmer. (B)(4).

Event description:
It was reported the wand intermittently communicates when interrogating. No communication with pacemaker, no lights, nothing on screen. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.